Event description:
According to the reporter: occurred during an open thoracic wedge resection. The reload was applied to lung tissue and made a crunching noise during squeezing of the handle while firing. The surgeon was able to fire the reload completely to the distal end. When the surgeon attempted to retract the knife blade, the knobs were stuck. The surgeon kept trying to open the jaws and was finally able to remove the jaws from the patient's tissue. The jaws locked on tissue but were able to be removed using a two handed method. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury. Gore seamgard was used as staple line reinforcement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.